Manufacturer narrative:
Additional information is provided in d.10., g.1., g.2., h.3., h.6. And h.10. System. The system was examined and the reported event was replicated. The footswitch cabling was subsequently replaced to resolve the issue. The company representative was unable to replicate the reported event of the vitrectomy cutter not working. However, components were replaced during the preventive maintenance. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event of the footswitch cable can be attributed to nonconforming footswitch cabling. The system was found to have no problems for the reported event of the vitrectomy cutter not working. Therefore the root cause cannot be determined conclusively. Probes no further information was able to be obtained from this customer. However, two (2) samples were returned for evaluation. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Sample (B)(6) was visually inspected and found to be non-conforming with foreign material on the port face and welded cap. The sample was then functionally tested for actuation, aspiration and cut. The sample was found conforming for actuation and aspiration and was non-conforming for cut. Sample #1 was then disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Heavy gouge marks were observed at the cutting edge and one other location along the inner cutter. Sample #(B)(6) was visually inspected and found to be non-conforming with damage to the top of the port and foreign material on the port face and welded cap. The sample was then functionally tested for actuation, aspiration and cut. The sample was found conforming for actuation and aspiration and was non-conforming for cut. Sample #2 was then disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at the cutting edge and several other locations along the inner cutter. Orange/brown foreign material was observed on the tip of the inner cutter. The complaint evaluations did not confirm that the returned probes had actuation failures. The evaluation indicated that both probes had cut failures. The most likely root cause for the poor cutting in both samples is the observed damage/wear to the inner cutter of the probe. A damaged/worn inner cutter can decrease the quality of cut performed by the probe. How and when the inner cutter of the probe became damaged cannot be determined form this evaluation. A secondary contributing factor to the cut failure in sample (B)(6) is the observed damage to the port. Sample #2 was observed to have wear patterns that indicate the probe was used for an amount of time greater than that seen during manufacturing testing. Therefore, how and when the probe became damaged cannot be determined from this evaluation. Posterior cassette pak. No further information was able to be obtained from this customer. However, a posterior cassette pak were returned for evaluation. The wet returned posterior cassette pak was visually inspected and no obvious defects were observed. A calibrated console representing the current software version was used to test the sample. The light emitting diode (led) rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. The ball in the check valve of the drip chamber moved freely per specification. The sample could prime and pass intraocular pressure (iop) calibration successfully. There were no anomalies observed during priming. There was no system message code generated during testing. Fluid flowed from the balance salt solution (bss) bottle to the drain bag without any interfering. There was no leakage detected from the pump elastomer or on the pump area of the fluidics module. The cleaning process was performed after functional test had completed. The root cause of the customer's complaint could not be established. As such, the returned sample functioned per specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported the vitreous cutter did not work and the footswitch cable was twisted during a surgical procedure. The console was exchanged to complete the surgery with no reported patient harm.